Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleged the patient experienced hernia recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. Based on the information provided, it is unclear at this time if only one or both perfix plug mesh devices were explanted during the (B)(6) 2017 procedure. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This emdr represents device #2. A second emdr was submitted to address device #1 implanted during the same procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2016 - the patient underwent surgery for repair of bilateral inguinal hernias. Two perfix plugs were implanted to repair the hernia defects. On (B)(6) 2017 - the patient underwent an additional complex surgery to remove the perfix plug from the cord structures after it allegedly failed, and to repair the recurrent hernia. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for repair of bilateral inguinal hernias. Two perfix plugs were implanted to repair the hernia defects. (B)(6) 2017 - the patient underwent an additional complex surgery to remove the perfix plug from the cord structures after it allegedly failed, and to repair the recurrent hernia. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with the bilateral inguinal hernia and underwent open repair with implant of two perfix plugs on (B)(6) 2016. Per the operative report details, ¿an indirect hernia sac was identified which densely adherent to the cord and was dissected. A bard prolene plug (perfix plug - device #1) was placed into the defect and secured along with the placement of left side synthetic mesh. In the right sided indirect hernia, a bard prolene plug (perfix plug - device #2) was placed into the defect and secured along with the placement of right side synthetic mesh¿. (B)(6) 2016 to (B)(6) 2016 - patient frequently visited hospital due to incarcerated left inguinal hernia, left groin burning pain that radiates to medial thigh and right groin bulge. (B)(6) 2017 - patient was diagnosed with the recurrent right indirect & direct inguinal hernia, thereby underwent lap-open repair with explant of perfix plug (device #2) and implanted with perfix plug (device #3). As per op-notes, ¿complex separation of the cord structures from the severely adherent mesh and the dense adhesions was done. The wad of mesh at the distal portion of the cord was separated from the cord with extreme difficulty (device #2). Next, attention was made to placing a prolene plug (perfix plug ¿ device #3) to cover the internal ring and was sutured. Next the floor was reconstructed using a mesh patch and sutured¿. Attorney alleges that the patient had adhesions, pain, recurrence, and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleged the patient experienced hernia recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. Based on the information provided, it is unclear at this time if only one or both perfix plug mesh devices were explanted during the (B)(6) 2017 procedure. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This emdr represents device #2. A second emdr was submitted to address device #1 implanted during the same procedure. Addendum: h11: this supplemental emdr is submitted to update the additional information provided and to correct date of event and date of explant. Based on the available information, no conclusion can be made. Per the medical record review, post implant of patient was diagnosed with pain and incarcerated inguinal hernia on left side. This supplemental emdr represents perfix plug (device #1). An additional supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.